Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-vented high-volume inlet had particulate matter. The particles were found on either the device or inside the packaging. This was observed when setting up the compounder. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured sometime in may 2024. H11: the device was received for evaluation. A visual inspection was performed, and a dark particulate on the white connector was observed. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations of the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.